Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, instructions for use (IFU), and quality control data was conducted during the investigation. The product was returned, but was not available for a detailed inspection. Photos of the device (opened and in used condition) were provided and reviewed. The sheath appeared to have damage at the distal end, at the transition with the dilator. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a turbo-ject power injectable catheter for an unspecified indication. The physician was not able to advance the sheath within the patient's left basilic vein during placement. The wire and sheath were exchanged with a competitors product. There is no report of any device malfunction. The customer stated that the patient lost approximately 100cc of blood during the device exchange. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.